Event description:
It was reported, the unit was using 7655405 when it was suddenly noticed that the critically ill patient's blood pressure dropped. Norepinephrine did not work, and later a catheter was found to be cracked and the sheets were wet. The extension tube in the body is cracked. Resuscitation of the patient was started immediately, but ultimately failed. Duration of catheterization: about ten days to one month, in addition, maintenance every 5-7 days. Additional information provided: it was reported, the client described to a bd employee that the patient died because the resuscitation failed after blood pressure dropped. The time between the patient's drop in blood pressure and the discovery of the leak is unknown. The patient's blood pressure was stable until it dropped. A cvc was to be placed during resuscitation, but the doctor stated the patient could not be saved and it was too late to get a cvc. There are no other suspicious factors that could cause a catheter rupture. The PICC had been in place for about 1 month. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with (B)(6) 2024 as the date of awareness. After further review, it was determined the date of awareness for this event is 07 january 2025. The complaint of a damaged catheter was confirmed, and the cause appeared to be related to product use conditions. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue catheter. Usage residues were observed throughout the sample. The catheter was assembled with a two-piece connector. The catheter was cut approximately 3cm from the assembled connector. An s-shaped split was observed in the extension tubing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed at the split site. The catheter was patent distal of the split. Tactile inspection of the sample revealed tensile weakness at the split site. Microscopic inspection of the split revealed sharply defined, granular fracture surfaces. The coarseness of the granularity varied along the length of the split, with the finest textures occurring at the ends of the fracture. Multiple superficial stress fractures were observed in the vicinity of the split. The split features, stress fractures and tensile weakness were consistent with catheter damage caused by over-pressurization of the catheter. This may occur if the catheter is flushed against an occlusion or a kink. It can also occur if flushing is performed using a syringe smaller than 10ml. The entire catheter a review of similar complaints based on the product batch number was performed and one additional complaint exhibiting similar characteristics was found. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. Those inspection procedures are documented in (B)(4). The observed catheter damage was likely caused by over-pressurization of the catheter during product use. It is currently unknown to what extent catheter damage contributed to the reported drop in the patient's blood pressure and ultimately to declining patient conditions and the failure of resuscitation efforts.

Event description:
Cause of death was requested but not provided. Official medical records and doctor's orders are not available. Clarification on whether the patient was on a norepinephrine drip or if they received norepinephrine as part of resuscitation efforts was requested but not received.